Manufacturer narrative:
(B)(4). Evaluation: investigation in progress.

Event description:
A (B)(6) female underwent an abdominal aortic aneurysm repair on (B)(4) 2014. The delivery sheath on the distal component of the device leaked when the introducer was removed, with a large amount of blood dripping from the valve. A smaller sheath was placed in an attempt to stop the leaking, but this was not successful. The sheath was removed and replaced with a different sheath. The sheath on the proximal component of the device also leaked and this is reported under 9680654-2014-00029. The patient required one unit of blood transfused due to the volume of blood loss from the valves of both devices.